Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge of the preloaded intraocular lens (iol) tore. Account indicated that an abnormality was noticed when the device was inserted into the patient's eye and the insertion procedure was halted before the lens was implanted. The procedure was completed without issues using a replacement iol. No further information was provided.